Event description:
Information received indicates the trendelenburg function will not work.

Manufacturer narrative:
The technician found the trend gas cylinders were sticking. The trend gas cylinders were replaced to repair the bed.